Event description:
After a software upgrade, a patient received a shocking sensation during an electrotherapy treatment. The patient was being treated with electrotherapy treatment for lower back pain. The clinician prescribed the electrotherapy premod waveform. The premod waveform was applied using the standard round black carbon electrodes. The delivery settings of the premod waveform was at an intensity of 10 volts for 20 minutes. The patient did not indicate any abnormal pain due to the symptom prior to the treatment. The clinician prepped the treatment area with alcohol and applied the carbon electrodes to the treatment area. As the clinician began the treatment and proceeded to increase the intensity, the patient complained of a shocking sensation. The shocking sensation was in the area of treatment. The clinician immediately stopped the treatment. The clinician checked the treatment area for any injury. No injury was noted in the area of treatment. The ultimate recovery of the patient for the source symptom was not indicated to be hampered. Use of the unit was discontinued. The device was return to the manufacturer for evaluation.

Manufacturer narrative:
Awaiting return and evaluation of the device.